Manufacturer narrative:
The following fields have been updated with corrected information: h1: type of reportable events: was corrected from malfunction to serious injury. Investigation summary: bd had not received samples or photos of the defects for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the safety shields or the wing hubs were found. Also, the activation of the safety shields was checked using 8 retained samples and nothing abnormal was found with the breakaway force, sustaining force, or security force as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of dirty needlestick based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that during the use of one bd vacutainer® safety-lok¿ blood collection set, customer obtained a dirty needlestick injury. No other information provided. Initial reporter: did erroneous results occur? No. Did any hazard occur yes, needlestick injury. When did the event occur? During use.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of one bd vacutainer® safety-lok¿ blood collection set, customer obtained a dirty needlestick injury. No other information provided. Initial reporter verbatim: did erroneous results occur? No. Did any hazard occur yes, needlestick injury. When did the event occur? During use.